Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system performed slow and was unable to access the medications. A technical support specialist dialed into the station, reviewed the synchronization logs, checked the remote support service (rss), and examined the maintenance logs, finding no errors. Upon checking the mend info, they identified an error and applied the knowledge article (ka) titled domain error, please contact system administrator with error code 2222.the specialist then worked on the station, requested a test check, and confirmed with the customer that the station was functioning properly. The technical support specialist also explained the steps to prevent similar issues in the future. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es slowed down and did not communicate, rebooted but failed. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.